Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the display showed a reservoir volume of 15.2 rate 2.2 given 86.8. Patient reported that pump was alarming high pressure. He denies any tubing kinks or closed clamps. Pump restarted and display reads run but alarm returns before pump cycled. Fingertip pressure applied to port site does not resolve alarm. Patient does not feel comfortable removing cassette to further troubleshoot alarm. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.